Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a pinhole on the video cable, water tightness is lost. In addition to the b30 error (due to damage on the charged coupled device unit and dirt on the electrical contact of the video plug), noisy image (due to damage on the charged coupled device unit and damage on the circuit board of video plug section) and no image (due to damage on the charged coupled device unit and circuit board of video plug section), the additional evaluation findings are as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the video connector had a crack, the video connector had a scratch, due to wear of the angle wire bending angle in the "up" direction did not meet standard value, due to a dent in the bending tube, bending angle in the "up" direction exceeded standard value, due to damage on the forceps elevator, bending section could not be firmly fixed, the adhesive around the objective lens was peeled, the video connector case had a scratch, the light guide cover glass had a scratch, the light guide connector case had a scratch, the forceps elevator had a scratch, the ¿right/left¿ plate had a scratch, switch #1 had a scratch, the grip had a scratch, the control unit had a scratch, and the universal cord had a scratch, a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the b30 error and image issues were caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling or failure of parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. However, a conclusive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: operation manual: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system: ¿[inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. Turn the angulation control levels slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the endoeye flex deflectable videoscope had a corruption leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: there was a noisy image due to damage to the imaging unit and no image was display, a b30 scope communication error, and a broken board on the video connector.